Manufacturer narrative:
(B)(4). Product surveillance contacted registered nurse on (B)(4) 2011 regarding the system error 2267 alarm. The nurse stated that she was not aware of the home patient having the system error alarm. The nurse was reminded that it was considered improper technique to leave an unused line unclamped. The nurse will review with the patient proper technique at their next visit. The nurse stated that the patient was doing fine and continuing therapy without issues. No allegations were made against any of the patient dialysis products. No patient injury or medical intervention was indicated. This complaint for a system error 2267 (air in set) that occurred during fill 4 of 5 was not confirmed due to a lack of sample. The cause was determined to be the result of the patient leaving an open clamp on an unused supply line. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Correction: the reported alarm was at system error (se) 2267.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during fill 4 of 5. The technical service representative (tsr) explained the se alarm indicates air entered the set up and further assisted with troubleshooting. The hp confirmed a clamp on an unused line was open. The tsr assisted the hp to cycle power to clear the alarm. The hp confirmed to advise the hp of the incident. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.